Event description:
It was reported that the foley catheter balloon ruptured about 45 minutes after insertion.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be ¿short latex dwell time" or "latex dip speed out too slow" and also might be contributed by user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿cdc guidelines for appropriate indications for indwelling urethral catheter use patient has acute urinary retention or bladder outlet obstruction; need for accurate urine output measurements; use for selected surgical procedures; to assist in healing of open sacral or perineal wounds; patient requires prolonged immobilization; to improve comfort for end of life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion; insert urinary catheters using aseptic technique and sterile equipment; use the smallest foley catheter possible, consistent with good drainage; document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate.¿